Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that there were no issues with the power outlet. The affected device was requested to be returned as well as more information for further investigation. The cause of this event is unknown.

Event description:
The customer reported that the wifi dongle connected to the status+ device appeared to have melted as a result of overheating. Unknown whether a visible smoke was observed. There is no report of injury due to this event.